Event description:
The pt reported, charging issues between the implant and the external equipment. The surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
Explanted equipment was discarded by the medical facility and will not be available for evaluation.